Event description:
A report was received that a pt was experiencing difficulty charging. After attempts at troubleshooting were unsuccessful, an x-ray was taken and confirmed the ipg was flipped. The physician plans to reposition the battery the correct way as it is currently lying upside down.